Event description:
It was reported that an escape basket device was used during a flexible transurethral ureterolithotripsy (f-tul) procedure. During the procedure. A wire on the sheath part got disconnected from the handle. Reportedly, the remaining part was removed inside the patient using a forceps. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of pull wire detached. Impact code f23 captures the reportable event of unexpected medical intervention.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of pull wire detached. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: investigation results: the returned escape basket was analyzed, and a visual evaluation noted that the handle returned in good conditions and the basket returned in its open position. Microscopic examination was performed under magnification, and it was noticed that the sheath detached close to the black heat shrink. Additionally, the sheath was removed and confirmed that the pull wire was detached, indicating that this was related to sheath detachment rather than a pull wire problem. Functional examination was performed with the handle actuated, and the basket was not able to close due to detachment. With all the available information, boston scientific concludes that the reported event was confirmed, since the sheath detachment directly correlates with the reported pull wire detached. This condition could be related to handling and manipulation of the device during the procedure; it is probable that excess force applied to the device, such as operational factors during use, could lead to this type of detachment. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that an escape basket device was used during a flexible transurethral ureterolithotripsy (f-tul) procedure. During the procedure. A wire on the sheath part got disconnected from the handle. Reportedly, the remaining part was removed inside the patient using a forceps. The procedure was completed with another of the same device with no patient complications.